Manufacturer narrative:
The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Unable to confirm no communication between pump and guardian transmitter due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button, missing display window cover and cracked case near belt clip rails. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Unable to confirm no communication between pump and guardian transmitter due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting no harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. No product return is required for mmt-7841zn. Mmt-1884 was returned for analysis.